Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump stopped bolus and basal deliveries. Customer changed the pump supplies "nearly once a day". Customer's blood glucose (bg) was elevated (575 mg/dl) and correction boluses were delivered to address bg. Tandem territory manager discussed the events with the customer and no issues of use error were identified. Tandem technical support reviewed the pump data for (B)(6) 2019 and found pump was operating as expected. Upon follow up, customer declined to provide further information or upload pump data for review of allegation of continuing issue. Customer reverted to using an alternate pump for insulin therapy.